Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 47081be00, however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 47081be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 47081be00 was identified.

Event description:
The customer observed false reactive alinity I toxo igg and provided the following data for one pregnant patient: a sample from (B)(6) 2024 generated the following results: toxo igg result was 13.2 iu/ml (reactive). Additonal laboratory data: toxo igm result was 0.07 index (non-reactive). Toxo avidity 0.7% = low avidity ( reference < 50.0%avi is low avidity). Patient had a non-reactive result from the roche platform. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. E1 phone: complete phone number is (B)(6) this report is being filed on an international product, list number 07p45-32 and there is a similar product distributed in the us, list number 07p45 - 40 / 07p45 - 45.

Event description:
The customer observed false reactive alinity I toxo igg and provided the following data for one pregnant patient: a sample from (B)(6) 2024 generated the following results: toxo igg result was 13.2 iu/ml (reactive) additonal laboratory data: toxo igm result was 0.07 index (non-reactive) toxo avidity 0.7% = low avidity ( reference < 50.0%avi is low avidity). Patient had a non-reactive result from the roche platform. No impact to patient management was reported.